Manufacturer narrative:
Mxp 2473600 qerts 515123. Email address for contact office above is: (B)(4). Investigation details: the customer reported that they had performed quality control (qc) testing on the day of the reported events and that the results were as expected (qc passed). Order reports confirming this statement were not provided. The card and reagent red blood cells off board storage conditions and on-board usage conditions were checked and confirmed to be aligned with ortho¿s recommendations. The customer reported no visual appearance defects for these cards and reagent red blood cells. The stored image of anti-human globulin anti-igg (rabbit) mts¿ anti-igg card corresponding to the discrepant negative antibody screening results were extracted from customer¿s ortho vision® ID-mts¿ analyzer ID (B)(6) using econnectivity® and confirmed the negative antibody screening result as reported by the customer for the anti-human globulin anti-igg (rabbit) mts¿ anti-igg card lot 062322001-01. As part of the investigation, ortho requested to the manufacturing site, for the anti-human globulin anti-igg (rabbit) mts¿ anti-igg card lot 062322001-01, the following: - a batch record review (dras 514409) confirming that results of all in-process and quality assurance release for sale tests were found to be within specification. - testing to ensure antibody screening reactions are as expected for this lot. The results were not available at the time this assessment was made. A review of the worldwide complaint databases up to 28 october 2022 was performed for anti-human globulin anti-igg (rabbit) mts¿ anti-igg card lot 062322001-01 and for thoroughness against master bulk lot 062322001. No other complaint was identified for this product with call area falseneg/weakreac. No trend is identified. (B)(4). No further investigation was carried out on these incidences. The most probable assignable cause of the discordant negative antibody screening results obtained by the customer is sample related, the patient anti-k(kel1) antibody being weak and/or at the detection limit of the technique and reagents used. There is no evidence of any systematic failure of the ortho analyzer or reagents to perform as intended. In mitigation, the anti-human globulin anti-igg (rabbit) mts¿ anti-igg card instruction for uses states: -section "samples for indirect antiglobulin test"- testing should be performed as soon as possible. In the case of potential recipients of blood transfusion, there is an FDA requirement that the specimen should not be stored for longer than 3 days before testing. Antibodies dependent for their detection upon the binding of complement may not be detected, if aged serum or plasma from an anticoagulated sample is used for antibody detection tests. -section "indirect antiglobulin test"- note: incubation times in low ionic strength solutions between 5 minutes and 40 minutes have been recommended in the literature. No single incubation time will be optimal for all antibodies. -section "limitation of the procedure"- optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. No further complaint of this type has been received from the customer site since the time of the reported events. Investigation summary: discordant negative antibody screening results for one patient having an anti-k(kel1) antibody. The most probable assignable cause is sample related, the patient anti-k(kel1) antibody being weak and/or at the detection limit of the technique and reagents used. No reagent failure is identified. No biased result was reported to a physician. No patient was harmed.

Event description:
A customer contacted ortho care on (B)(6) 2022 after observing what was described as discordant negative result for antibody screening in indirect antiglobulin test (iat) for one patient using anti-human globulin anti-igg (rabbit) mts¿ anti-igg card lot 062322001-01 expiry date 30 march 2023 (manufacturing date 30 june 2022). Complainant/complaint reporter name: (B)(6), laboratory supervisor. Event date: (B)(6) 2022. Patient information: known to be transfused regularly with kell antigen negative blood. Known to have an anti-k(kel1) antibody. The below results were obtained by the customer on (B)(6) 2022 for a sample from the above patient, while performing validation testing of their ortho vision® ID-mts¿ analyzer ID 50004577 versus their provue analyzer (ID not provided) using the same 0.8% surgiscreen lot vss408 expiry date 01 november 2022 (manufacturing date 30 august 2022) and two different anti-human globulin anti-igg (rabbit) mts¿ anti-igg card lots: 062322001-01 expiry date 30 march 2023 (manufacturing date 30 june 2022) 063022001-06 expiry date 14 april 2023 (manufacturing date 14 july 2022) analyzer type red cell lot card lot cell 1 cell 2 cell 3 expected result comment ortho vision vss408 062322001-01 0 0 0 cell 3 positive. Ortho vision vss408 062322001-01 0 0 0 cell 3 positive repeat. Testing provue vss408 063022001-06 0 0 1+ cell 3 positive. Ortho vision vss408 063022001-06 0 0 1+ cell 3 positive. The customer reported that no biased result was reported to the physician. The customer confirmed that the patient was not harmed because of these events.